Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was leaking at port 2. This issue was further described as, ¿while filling they noticed the tpn started off clear then went cloudy. On closer examination of the set, they noticed the leak located at the number two location¿. The leak occurred at the pharmacy during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 24, 2022 - march 29, 2022. The device was received for evaluation. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.